Event description:
The hospital reported that during a coronary artery bypass and aortic valve replacement procedure, the aortic cutter punctured the pt's aorta upon firing the device. The pt was on pump, without a cross clamp, at the time that the aortotomy was created. The aortic cutter had created a hole at the intended site of the aortotomy that was large enough for the cutter to advance in the aorta such that the aortic stop of the cutter was within the aorta. The back wall of the aorta was then punctured by the aortic cutter. The puncture was estimated at 6 mm. A side biter clamp was applied on the top of the aorta at the site of the aortotomy and pledgets sutures were applied to the posterior aortic injury. The same aortotomy was used to complete the proximal anastamosis. The aorta was soft with no evidence of plaque; it was not thin-walled. The diameter of the aorta was 42 mm and the condition of the pt's aorta was reportedly as "expected for a (B)(6)." The surgeon indicated that the mean blood pressure was in the 50's; however, the perfusionist stated it was in the 20's. The pt experienced bleeding and was given one unit of blood. The surgeon indicated that he believed the device malfunction caused the aortic injury. The hospital reported that the pt subsequently expired on (B)(6) 2013. An autopsy has not been performed and the cause of death is unk.

Manufacturer narrative:
The customer has retained the device. We are following up with the customer to take pictures of the device and/or retrieve the device for return. A supplemental report will be submitted if pictures and/or the device is received. Maquet's (B)(4) will be visiting the surgeon in early (B)(4) 2013. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).